Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2023, the patient presented with complaints of ongoing dyspnea and worsening chest pain for 6 months and was hospitalized for further evaluation and treatment. At the time of the event, the subject was on clopidogrel. Angiography revealed 80% isr of the synergy stent in the mid right coronary artery (rca) and when the lesion was evaluated using intravascular ultrasound, new intimal hyperlasia at the stent and incomplete expansion of the stent were revealed. The lesion was predilated using a 4.00 mm x 12 mm noncompliant balloon and intracoronary lipoplasty using a 4.00 mm x 12 mm non-boston scientific balloon. The lesion was further treated with a 4.00 mm x 12 mm noncompliant balloon and deployment of a 4.00 mm x 20 mm synergy megatron drug eluting stent. Following post dilation using a 4.0 mm x 20 mm noncompliant balloon, residual stenosis was 0% with timi flow 3. The patient was discharged on clopidogrel. In (B)(6) 2025, the patient presented to the hospital with ongoing dyspnea on exertion and was hospitalized on the same day for further evaluation and treatment. The 99% in stent restenosis at the mid rca was initially dilated with 2.00 mm x 15 mm balloon and a 4.00 mm x 15 mm non-compliant balloon. Repeat angiography revealed existing under-expansion which was again treated with intravascular lithotripsy. A 4.00 mm x 15 mm non-compliant balloon was successfully inflated at the lesion resulting in 0% residual stenosis was noted with timi flow of 3. The event was considered to be resolved/recovered, and the patient was discharged on the same day.